Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for errors. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours, the battery was removed form pump and monitored for 10 minutes; the insulin pump power up properly after insertion of the battery and no post-reset ram crc alarm or trace pointers are invalid alarms were noted. The formatted history file has confirmed software error detected and the motor arm cannot communicate with the main arm line number (B)(4); unable to determine the root cause per research and development. Hardware low level failures alarm was confirmed in the insulin pump history due to cold solder joint at u1 keypad assembly. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.